Event description:
It was reported that the accessory traction was not locking. The event happened after surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
G3: user facility added. H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the quick release cam was loose and should be replaced because of the sharp edge. The complaint was confirmed and a root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include degraded thread locker from cleaning and sterilization methods and the chemicals involved over time, or repeated torqueing of individual components during use over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures.